Event description:
Only instructions on device are to heat in microwave for 5-6 mins. Rptr heated it for 2 mins and placed it on their shoulders and fell asleep. When awakened in the morning there was redness and it was diagnosed as a 2nd degree burn. Treated with silvadene then polysporin and a dressing. Rptr tried to contact MFR but the phone number was not listed.